Manufacturer narrative:
Block b3: approximated based on the gfe response, years ago. Block d.2b: additional applicable product codes: qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. The location of the device is unknown. No additional information is available at this time.